Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 20x3.0mm, eccentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilatation of a 3.0x15 emerge balloon catheter, a 3.00 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the tip of the stent itself was found deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 20 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 20x3.0mm, eccentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilatation of a 3.0x15 emerge balloon catheter, a 3.00 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the tip of the stent itself was found deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.